Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that insulin pump was not fully delivering insulin. Customer's blood glucose was 501 mg/dl. While bolusing, customer received a no delivery alarm. During troubleshooting, it was found that cannula was bent. Customer was advised to call if issue persisted.